Manufacturer narrative:
Correction: in reviewing the initial MDR: 3012236936-2023-00240, it was noticed that the narrative to support the "type of investigation" codes was inadvertently not included; therefore, it is captured in this supplemental report: manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that one other complaint for this production order number has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: product was returned and visual inspection under magnification revealed that the product was received cut in half. One haptic could be observed to have a detached section and the remaining portion was bent. The lens was cleaned and no further issues were observed. Based on the return condition of the lens, no further product evaluation could be performed. Based on the investigation results the issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) trailing haptic was kinked. It was inserted in the right eye and then removed. No suture needed. The event was observed after insertion. Another johnson and johnson iol was implanted as replacement (same model and diopter). There was no patient injury. No medical or surgical intervention was required. The patient is doing fine post-operatively. No further information was provided.